Event description:
N/a.

Manufacturer narrative:
Additional fields: h6. The reported complaint description stated that during a discussion with (B)(6) was informed that the vascular surgeon had repeatedly experienced difficulties when withdrawing the balloon, which tended to stretch and occasionally break, particularly with the 10 mm diameter models. Multiple attempts to obtain more specific information regarding the issues with the product were made however no responses to our requests were provided. An image of a v12 with a separated catheter shaft from the balloon was provided. It is unknown when this image was taken. There was no lot number or product description, or product code number provided. It is unknown if the product in the image was a 10mm advanta v12 catheter or a different size. If the product was indeed a 10mm advanta v12 the instructions for use are specific if the physician was using a cook introducer sheath. ¿if using a 10mm device with a cook introducer sheath, it is recommended to size up to an 8 french sheath to minimize potential for resistance.¿ the instructions for use also specify the following regarding removal of the device: do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered, if unable to deflate balloon or if unable to withdraw the balloon catheter. This may result in stent dislodgement, damage to the delivery system, or separation of the balloon or catheter hub from the delivery catheter. Refer to the "troubleshooting" section for details. If procedural issues are encountered, such as catheter leak, balloon separation, deployment failure, or stent dislodgement, migration or embolization; and stent removal becomes necessary, refer to the "troubleshooting" section for details. Difficult or unable to withdraw balloon: do not force withdrawal. Visually verify the balloon is deflated under fluoroscopy. If the catheter can be withdrawn to the point of the sheath, align the proximal end of the balloon with the distal tip of the sheath, leaving the guidewire in place. Remove both the catheter and sheath together. If unable to reach the sheath. There are also specific instructions regarding the deflation of the balloon catheter prior to withdrawal back through the introducer sheath: deflate balloon by pulling vacuum on the inflation device to its maximum volume and allow sufficient time for full deflation. Note: deflation times may vary based on balloon size, catheter length, and inflation media used. Deflation may take longer with larger devices and higher concentrations of contrast. Important: visually verify full deflation of the balloon via fluoroscopy before proceeding to step 7 for withdrawal of the delivery system. Caution: do not force withdrawal of the delivery system if resistance is encountered. Forcing withdrawal may result in damage to the delivery system, including separation of the balloon or catheter hub from the delivery catheter. If unable to fully deflate the balloon or resistance is encountered, remove the delivery system and introducer sheath or guiding catheter as one unit. As the instructions are clear regarding proper deflation as well as the proper sizing of the introducer sheath and withdrawal of the balloon back through the introducer sheath it is unclear as to why this physician has been having issues when using the 10mm advanta v12 covered stent. The image provided shows a broken or separated catheter shaft the complaint is confirmed however without more specific details surrounding this case the complaint cannot be confirmed to be the fault of the manufacturer. As there was limited information provided a root cause is impossible to define however, it is likely that the physician had not waited long enough for the balloon of the catheter to deflate prior to withdrawal and upon attempting to withdraw the balloon. A device history records and recurring lot number review could not be conducted due to the fact the product lot number was not provided. A historical review of CAPA and ncr¿s was conducted which did identify instances related to the complaints in regard to leaks and or deflation and component separations. Component separation during procedure has been previously investigated under CAPA 789082. The root cause identified in the CAPA 789082 investigation is that the separation occurs when the user tries to force withdrawal of an insufficiently deflated balloon. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. There is no evidence based on the limited details provided that the device in question was faulty. Based on the review of the complaint the root cause is impossible to define. The most significant factor contributing to component separation is fluid remaining in the balloon during removal due to insufficient deflation of the balloon prior to withdrawal (e.g. Due to insufficient time allowed for deflation, inability to deflate due to device damage/defect). The force applied to the delivery system to remove the device can cause the catheter shaft to break, causing the balloon and/or hub to separate from the rest of the delivery system.

Manufacturer narrative:
The correct aware date for the complaint is 20 november 2025. The g3 (aware) date- 13 november 2025 mentioned in initial MDR (3011175548-2025-0000127) was incorrectly provided.

Manufacturer narrative:
Due to character restrictions in block e1. Event site address: (B)(6). Event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation. This event occurred on the france market on a device that is distributed exclusively outside of the USA. Therefore, no gudid information exists. It is a significantly similar device to icast stent which is sold in the USA under premarket submission number (B)(4).

Event description:
It was reported by the customer that they had repeatedly experienced difficulties when withdrawing the balloon, which resulted in stretching and occasional breakage. No harm to the patient was reported.